Manufacturer narrative:
Sections with additional information as of 23-sep-2020: h6: updated FDA's method, result, and conclusion codes h10: ketone test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Ketone test strips were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for discolored ketone strips. The customer did not report symptoms. Medical attention is not reported as a result. The product storage location is undisclosed. The ketone test strip lot manufacturer¿s expiration date is 02/13/2021 and open vial date is undisclosed.